Manufacturer narrative:
The report of inoperable ipg was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion. Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information from the device evaluation indicates the device exhibited normal battery depletion.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the patient lost therapy. In turn, a system check showed the patient had a depleted ipg. As a result, the ipg was explanted.